Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during follow-up, this lead was confirmed to have dislodged through x-ray. The physician decided to explant and replace the lead without complications. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during follow-up, this lead was confirmed to have dislodged through x-ray. The physician decided to explant and replace the lead without complications. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.